Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic states that the customer had high blood glucose event. Customer's blood glucose level at the time of incident was 570 mg/dl. Customer's current blood glucose level is 323 mg/dl. Customer also received insulin flow block alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Case type = ngp. Customer returned insulin pump for alleged high bgs, absence of occlusion alarm, and no occlusion alarm - unknown timing found on (B)(6) 2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Insulin flow block alarm functioned properly during testing. No delivery alarm was not noted during testing. Successfully downloaded insulin pump history files and traces using thus software. No relevant no delivery alarms were found in the insulin pump history files or traces. Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection and found: scratched case, pillowing keypad overlay, serial number label missing, stained keypad overlay, cracked keypad overlay, cracked retainer, cracked reservoir tube lip, and corroded battery tube. Unable to verify customer's complaint for high bgs. Absence of occlusion alarm and no occlusion alarm were not confirmed during testing. Moisture damage was confirmed found on the force sensor. Retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.